Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficult to position and difficult to remove were unable to be confirmed as the returned devices were easily separated during testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. A non-abbott guide wire was across the lesion. An attempt was made to advance the 3.0 x 18 mm xience alpine stent delivery system (sds) over the guide wire, outside the patient, when it became stuck. As the sds could not be removed from the guide wire both devices were removed together. A new guide wire and sds were used successfully to complete the procedure. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.